Event description:
Caller is mdt field employee that reports the pump is being permanently shut down today due an infection caused by the placement of a boston scientific stimulator so it was decided to remove all implantable device where the lead and catheter where close in proximity reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).